Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the area turned purple (application site) [injection site discolouration] the application of the needle did not inject the medicine inside my skin. It simply didn't turn back [device delivery system issue] pressing the application button, the pen does not release the medication [device failure] it shot a very strong jet of liquid out, as if it had stuck [device mechanical issue] very nauseous [nausea] ozempic 1mg pen for weight loss on medical advice [off label use] the liquid is very thin, and on top of that it has air bubbles inside it [liquid product physical issue] performs 18-click applications [wrong technique in product usage process] . Case description: study ID: 1852-e-pharma novodia. Study description: trial title: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. Patient's height, weight and body mass index (bmi) were not reported. This serious solicited report from brazil was reported by a pharmacist as "the area turned purple (application site)(injection site discoloration)" beginning on (B)(6) 2023 , "the application of the needle did not inject the medicine inside my skin. It simply didn't turn back(device delivery system issue)" beginning on (B)(6) 2023 , "pressing the application button, the pen does not release the medication(device failure)" beginning on (B)(6) 2023 , "it shot a very strong jet of liquid out, as if it had stuck(device mechanical jam)" beginning on (B)(6) 2024 , "very nauseous(nauseous)" beginning on (B)(6) 2023 , "ozempic 1mg pen for weight loss on medical advice(off label use in unapproved indication)" with an unspecified onset date , "the liquid is very thin, and on top of that it has air bubbles inside it(liquid product physical issue)" with an unspecified onset date , "performs 18-click applications(wrong technique in product usage process)" with an unspecified onset date and concerned a 63 years old female patient who was treated with ozempic 1.0 mg (semaglutide) ((semaglutide) solution for injection, 1.34 mg/ml) (dose, frequency & route used - 18 clicks in the first week) (therapy dates - --/--/2023 to unk) from 2023 for "weight loss/ keep weight lower", "pre-diabetes", novofine plus 4mm (32g) (needle) from unknown start date for "device therapy". Dosage regimens: ozempic 1.0 mg: ??-???-2023 to not reported, not reported to not reported; novofine plus 4mm (32g): current condition: pain when she gets heavy, overweight, pre-diabetes, arthrosis (8 years ago was diagnosed with osteoarthritis, underwent an "endoscopy" surgery) procedure: endoscopy surgery, underwent hip replacement surgery. On an unspecified date in (B)(6) 2023 patient had a right hip prosthesis surgery and she was not sure whether was taking ozempic, but she believes she was, as she would have to lose weight to undergo the surgery and remembers being thinner during the period. On (B)(6) 2023 when patient activated the pen to inject the liquid (leaving the necessary seconds on the skin), and watched the click marker, patient saw that it simply didn't turn back (like the other 4 pens already used), and it made a noise. Dry, as if it were a gunshot. The patient thought that the application had no effect, as it seemed that the liquid had not decreased, that was, the application of the needle did not inject the medicine inside the skin. The pen was still full because the patient was just injecting air into herself. That must be why the area turned purple. On (B)(6) 2023 the patient went to apply the injection again, but the same thing happened, she counted the clicks, activated the pen as instructed, and it again it didn't work, giving that quick, dry shot. And her belly got more purple this time. The patient felt very nauseous, right after applying it. But the liquid in the pen didn't move, it remained the same amount. On (B)(6) 2024 when the patient went to use the pen, again followed all the instructions, made the necessary clicks, applied the injection, and when she squeezed the tip of the pen, waited as long as necessary to remove the pen from the skin. As soon as she took the pen out, it shot a very strong jet of liquid out, as if it had stuck. On (B)(6) 2024, the pharmacists analyzed the pen and unanimously said that the pen was strange, the liquid was very thin, and on top of that it had air bubbles inside it. It was reported that "ozempic 1mg pen was used for weight loss on medical advice. The patient started using it with 18 clicks in the first week and then increased the dose. Batch numbers: ozempic 1.0 mg: np5h966, novofine plus 4mm (32g): asku. Action taken to ozempic 1.0 mg was not reported. The outcome for the event "the area turned purple (application site)(injection site discoloration)" was not reported. The outcome for the event "the application of the needle did not inject the medicine inside my skin. It simply didn't turn back(device delivery system issue)" was not reported. The outcome for the event "pressing the application button, the pen does not release the medication(device failure)" was not reported. The outcome for the event "it shot a very strong jet of liquid out, as if it had stuck(device mechanical jam)" was not reported. The outcome for the event "very nauseous(nauseous)" was not reported. The outcome for the event "ozempic 1mg pen for weight loss on medical advice(off label use in unapproved indication)" was not reported. The outcome for the event "the liquid is very thin, and on top of that it has air bubbles inside it(liquid product physical issue)" was not reported. The outcome for the event "performs 18-click applications(wrong technique in product usage process)" was not reported. Reporter's causality (ozempic 1.0 mg) - the area turned purple (application site)(injection site discoloration) : unknown. The application of the needle did not inject the medicine inside my skin. It simply didn't turn back(device delivery system issue) : unknown. Pressing the application button, the pen does not release the medication(device failure) : unknown. It shot a very strong jet of liquid out, as if it had stuck(device mechanical jam) : unknown. Very nauseous(nauseous) : unknown. Ozempic 1mg pen for weight loss on medical advice(off label use in unapproved indication) : unknown. The liquid is very thin, and on top of that it has air bubbles inside it(liquid product physical issue) : unknown. Performs 18-click applications(wrong technique in product usage process) : unknown. Company's causality (ozempic 1.0 mg) - the area turned purple (application site)(injection site discoloration) : possible. The application of the needle did not inject the medicine inside my skin. It simply didn't turn back(device delivery system issue) : possible. Pressing the application button, the pen does not release the medication(device failure) : possible. It shot a very strong jet of liquid out, as if it had stuck(device mechanical jam) : possible. Very nauseous(nauseous) : possible. Ozempic 1mg pen for weight loss on medical advice(off label use in unapproved indication) : possible. The liquid is very thin, and on top of that it has air bubbles inside it(liquid product physical issue) : possible. Performs 18-click applications(wrong technique in product usage process) : possible. Reporter's causality (novofine plus 4mm (32g)) - the area turned purple (application site)(injection site discoloration) : unknown. The application of the needle did not inject the medicine inside my skin. It simply didn't turn back(device delivery system issue) : unknown. Pressing the application button, the pen does not release the medication(device failure) : unknown. It shot a very strong jet of liquid out, as if it had stuck(device mechanical jam) : unknown. Very nauseous(nauseous) : unknown. Ozempic 1mg pen for weight loss on medical advice(off label use in unapproved indication) : unknown. The liquid is very thin, and on top of that it has air bubbles inside it(liquid product physical issue) : unknown. Performs 18-click applications(wrong technique in product usage process) : unknown. Company's causality (novofine plus 4mm (32g)) - the area turned purple (application site)(injection site discoloration) : possible. The application of the needle did not inject the medicine inside my skin. It simply didn't turn back(device delivery system issue) : possible. Pressing the application button, the pen does not release the medication(device failure) : possible. It shot a very strong jet of liquid out, as if it had stuck(device mechanical jam) : possible. Very nauseous(nauseous) : possible. Ozempic 1mg pen for weight loss on medical advice(off label use in unapproved indication) : possible. The liquid is very thin, and on top of that it has air bubbles inside it(liquid product physical issue) : possible. Performs 18-click applications(wrong technique in product usage process) : possible. Investigational results: name: ozempic 1.0 mg batch: np5h966. Visual examination and functional testing were performed. The returned device has been examined, and after a gap was equalized, found to function normally. When using a new needle there was no problem in using the device. No unusual sounds were detected when the pen was handled. All sounds from the pen on dose selection, dose reversion, dose delivery and end of dose were found to be normal. It was not possible to investigate the returned sample comprehensively with leakage test due to insufficient amount of preparation. The device was disassembled to examine internal parts. The device has been separated in order to investigate the internal parts; nothing abnormal was observed. A large amount of air was present in the cartridge. If the needle was not removed between injections product preparation may seep out and air may enter the cartridge. The air may cause delivery issues and affect the product efficacy. The observed problem occurred after the product has left novo nordisk. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen had a gap between the rubber plunger and the piston rod. As a consequence, the washer was separated from the piston rod. The observed problem was due to incorrect handling of the pen. Chemical analysis of the returned sample(s) was performed. The result was within acceptable limits. During examination of the product, no irregularities related to the complaint were detected. Name: novofine plus 4mm (32g) batch: unknown. A visual examination of the returned product was performed. The returned needle had been tested for flow through the needle tube. During testing it was possible to deliver preparation. The back needle was examined in order to check if the needle was able to penetrate the rubber membrane, thus preventing leakage from occurring. The needle was normal and no irregular leakage was observed. During examination of the product, no irregularities related to the complaint were detected. References included: reference ID#: (B)(4). Reference notes: final manufacturer's comment: 03-apr-2024: the suspected device ozempic and novofine needle has been returned to novo nordisk for evaluation. The ozempic device was found to be working as per the specifications. Air gap noticed is due to incorrect handling of the pen. During examination of the novofine plus needle, no irregularities related to the complaint were detected. Considering the nature of event, route of administration being subcutaneous, the reported injection site discolouration could be attributed incorrect product handling. H3 continued: evaluation summary: a visual examination of the returned product was performed. The returned needle had been tested for flow through the needle tube. During testing it was possible to deliver preparation. The back needle was examined in order to check if the needle was able to penetrate the rubber membrane, thus preventing leakage from occurring. The needle was normal and no irregular leakage was observed. During examination of the product, no irregularities related to the complaint were detected. Block c - additional dosage regimens. Suspect product 2. Dose, frequency & route used 3. Therapy dates (if unknown, give duration) 6. Lot # 7. Exp. Date #1 semaglutide b 1.34 mg/ml pds290 1.0 mg regimen # 2 unk(increased the dose) np5h966 03/--/2026.